Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) rf (radio frequency) head cable is intermittent; moving the cable causes interrogation to stop and start. Unable to initiate interrogation with the rf head; the interrogate and program buttons do not function correctly (rf head printed circuit board assembly issue).

Event description:
It was reported the programmer radio-frequency (rf) head was unable to obtain consistent telemetry. The rf head was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.